Event description:
On (B)(6) 2012, the distributer contacted animas, alleging a temperature (temp - physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the battery was not returned with pump for investigation. The battery compartment is intact with no physical damage or evidence of moisture damage. The pump powered on normally and was exercised for three hours, no overheating or alarms were duplicated. The pump electrical current draws were found within specification. The pump cover was removed no evidence of internal moisture found. No defects found to power flex, battery connections. Complaint regarding pump and battery overheating could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).